Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the foreign material in the air channel due to reprocessing issue, additional findings are as follows: the distal end adhesive was worn; insertion tube minor marks evident; down angle not in specification; up/down angle play was evident; and the angulation wheel was tight. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope angulation was tight. The event occurred during maintenance. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was foreign material in the air channel. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter in the air supply channel appeared to a white crystalline material, possibly a simethicone type product but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and there was no disclosed or known deviation in the facility device reprocessing, however, the issue was possibly due to a simethicone like, anti-foaming agent, being added to the water supply tank. The event can be detected/prevented by following the instructions for use sections below: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.